Event description:
During the lap hernia procedure, the tip of laparoscopic grasper broke off. The tip was successfully retrieved from the patient. New laparoscopic grasper was opened and used.

Manufacturer narrative:
The original device was returned to the OEM on 2/10/2015 and received at the aesculap (B)(4) on 2/24/2015. Randomly pulled laparoscopic graspers from the current inventory were evaluated and no additional, same issue devices were identified. All inspected laparoscopic graspers were intact and functioned as originally intended. Manufacturer's evaluation is still pending.